Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) preconnect component due the patient's concern of floppy glands. The original reservoir remained. A patient outcome of no further issues was reported.